Event description:
It was reported that the retaining screw (mhlas) was loosened. It was also reported that doctor was able to remove and replace with new one.

Manufacturer narrative:
One zimmer replacement screw was returned for inspection. A visual inspection revealed signs of wear from use about the threads and internal drive feature. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer dental implant systems 4894i rev 3-07/09. Information identified: seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: b4: date of this report. D3: manufacturer. D4: device expiration. D4: (B)(4). G1: contact office. G2: manufacturer's contact office. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative. The following sections have been corrected: d8: selected "no information". H5: selected "yes". H8: selected "unknown".

Event description:
No further event information available at the time of this report.